Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection and functional evaluation of the samples had acceptable results a review of the device history record indicates the product was released meeting all manufacturer's quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an orthopedic hip repair, the device's thread broke and a new suture was used without issue. The faulty suture was discarded only, the rest of the opened box has been returned. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.